Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. At the time of this investigation the physical device was not received. Visual inspection of the provided pictures showed that the inflation valve had been pushed inside the pilot balloon. There were no molding defects visible in the reviewed pictures that would suggest a manufacturing defect with the pilot balloon that caused the inflation valve to not remain in its designed location. It is likely that the caregiver used a twisting motion or excessive force when contacting the inflation valve with the syringe. The syringe just needs to make contact with the valve to inflate the cuff. Using force or a twisting motion may cause the inflation valve to move from its seated position. A root cause could not be established as the device was not returned for physical analysis. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the pilot balloon failed, resulting in the tracheostomy tubes not being able to be reused. The event occurred while in use with a patient. There was no patient harm/injury reported.